Event description:
It was reported that "trials & rasps were not completely threaded into the handle, causing these to break off."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation. This complaint also listed another instrument - a slide rasp handle, catalog #48361235, lot 08c700. It is unclear at this time what occurred so when investigation is complete it will be re-evaluated at that time as to whether a separate medwatch report needs to be filed.